Manufacturer narrative:
Investigation: visual inspection revealed that the logo plate had detached. There was evidence of blood on the device. Based upon the received condition of the device, the reported complaint "logo plate came off during use" was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the acrobat stabilizer maquet logo plate came off during use. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product was returned.